Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a patient's generator exchange, the right atrial lead when connected to the device lost signal on the ventricular sense channel and had impedance that was less than 100 ohms. Noise was also noted when the pocket was manipulated. It was determined after testing that the shock portion of the lead was fine while the pace sense portion was not. A pace sense lead was implanted and the device had a low high voltage impedance reading. The leads were tested and received a normal reading. The patient was stable.